Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "hardened, signs of chronic encapsulation, severe capsular contracture baker grade IV is found with thickening and double capsule". The device has been explanted.